Event description:
It was reported that the customer was hospitalized after being found unconscious by his father. It was also stated that the insulin pump alarmed motor error, and had a cracked case. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.